Event description:
It was reported that within five days of implant, the patient had pain, diaphragmatic pacing, an echocardiogram showed an effusion and a chest x-ray showed a cardiac perforation from the right ventricular (rv) lead. It was indicated that the physician thought the event was caused by the myocardial lesion that the patient had. The rv lead impedance alerts were reprogrammed to an increased level and the rv lead was repositioned. The rv lead is still in use. It was noted that the patient is part of the panorama ii clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: addrl1 implantable pulse generator, (B)(6) 2013; 457453 implantable pacing lead, (B)(6) 2013. (B)(4).